Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d dehp 3ss cv had flow issues and caused underinfusion. The following information was provided by the initial reporter: material no: 2426-0500 batch no: unknown. It was reported that there is an accuracy issue when using the alaris syringe adapter to deliver adenocine. The programmed amount of fluid is 20cc, however only 16 cc¿s are delivered.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d dehp 3ss cv had flow issues and caused underinfusion. The following information was provided by the initial reporter: material no: 2426-0500. Batch no: unknown. It was reported that there is an accuracy issue when using the alaris syringe adapter to deliver adenocine. The programmed amount of fluid is 20cc, however only 16 cc's are delivered.